Event description:
A customer reported that blunt knives were noted during ten separate surgeries. In each procedure, an alternate knife was used to successfully complete the surgery with no impact to any patient. Additional information has been requested.

Manufacturer narrative:
No samples were returned for evaluation. Two possible component lots have been received by manufacturing that have not yet been reviewed. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).